Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt was needing to have an MRI done to their leg, foot, and ankle. Pt had not used their implant since last year and was sure it was dead. Patient services reviewed MRI guidelines. Pt had not used it in a year and they had no idea where their equipment was for it was lost. Ps reviewed lost replacement process and pt said they don't want new equipment for they were going to have the implant removed whenever they could get an appointment with their doctor. The patient was redirected to their healthcare provider to further address the issue. Pt said they will call their doctor about MRI eligibility.